Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient reported an issue with both lead and ens/system. The patient experienced a symptom of new urinary/bowel symptoms (not baseline). The new urinary/bowel symptoms was gas. The patient reported that there was a migration, lead moved, or wire moved. It was unknown whether the issue was resolved. Additional information was received from the patient on (B)(6) 2024. The patient stated that they cleaned themselves up from the bowel movement they had in their bed, they may have dislodged the wires. The patient was going to wait until their appointment tomorrow, support link encouraged the patient to call their physician today.